Manufacturer narrative:
(B)(4). The guide wire was returned for evaluation. The reported tip separation was confirmed. The core wire was found fractured at approximately 5mm distal to the mid solder originally located at 15mm from the tip for the purpose of fixing the coil wire onto the core wire. The fracture surface of the core wire was relatively flat and helical marks were observed on the core shaft surface, indicating rotational stress had accumulated on the core wire. The coil wire was fractured at approximately 4mm distal to the mid solder. The fracture end of the coil wire was relatively flat and unwound. These findings suggested that torsion generated as coils unwound had contributed to the observed coil fracture. Measurement of the returned guide wire indicated that fracture of the core wire and coil wire located at approximately 10mm and 11mm respectively from the tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with wire manipulation had most likely contributed to separation of the reported miraclebros 12 guide wire. The applied torsion would accumulate and exceed the product design limit when the wire tip was being trapped in the cto. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/ or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/ or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi miraclebros 12 guide wire broke off during a pci to treat a heavily calcified cto in the rca #2. The guide wire was advanced with a support catheter into the lesion when its tip became separated and remained in the lesion. The physician determined to leave the separated tip in situ and terminated the procedure considering possible harm would be caused by taking further intervention. The physician commented that the tip broke off because it was likely being trapped in heavily calcified part of the lesion. There were no adverse patient effects after the procedure it was reported that the tip of an asahi miraclebros 12 guide wire broke off during a pci to treat a heavily calcified cto in the rca # 2. The guide wire was advanced with a support catheter into the lesion when its tip became separated and remained in the lesion. The physician determined to leave the separated tip in situ and terminated the procedure considering possible harm would be caused by taking further intervention. The physician commented that the tip broke off because it was likely being trapped in heavily calcified part of the lesion. There were no adverse patient effects after the procedure.